Event description:
Reportedly, the device was explanted after an implant duration of 46.43 months due to endocarditis. Per the cer submitted for previously reported device, "mvr in 2005. Patient suffered from a post-op fever (suspection endocarditis) and apparently this attained one of the bioprosthesis leaflets. Patient referred for redo surgery because of aortic insufficiency and mitral insufficiency. Surgical procedure: aortic valve explored, is sclerotic and not replaced. Mitral valve replaced by 7000tfx27. Valve is not returned as it was sent to the hospital lab for bacterial analysis." Operative report is available but is in german and has not been translated.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The pt tests his blood glucose 1-2 times a day. He manages his diabetes with sliding-scale "20/30" insulin based on his meter readings. The pt indicated that the alleged meter issue started four days prior, at 10:00 pm. The pt claimed that he tested himself 3 times back-to-back and got high results of "263, 258, and 231 mg/dl". The pt stated that his normal pre-bedtime meter readings are usually around "100-180 mg/dl". Based on the meter readings, the pt took an unspecified dose of sliding-scale insulin. Four to five hours later, the pt claimed that he woke up in the middle of the night sweating. He drank a can of soda and felt better soon after. The pt did not test his blood glucose while he was symptomatic. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after taking sliding-scale insulin based on three meter readings taken back-to-back.

Manufacturer narrative:
This information was discovered as part of the investigation of the replacement device. This was determined reportable per edwards lifesciences procedures. The DHR review is in process. No customer letter was requested. Hospital has indicated that this device will not be returned for evaluation.